Event description:
It was reported by service report that the bed would not go up or down from the siderail controls or the footboard. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results, conclusions: bed required potentiometer limit burn-in, bed was also unplugged and plugged back in.